Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
It was reported that the ventilator's display was coming on and going off. There was no patient involvement. The service engineer (se) inspected the device. The se found the display was erratic and was shifting. The se noted that the charge date label on the back up battery was removed and could not verify the age or performance of the back up battery. The se advised the customer that the ventilator model has been on the end of life list since (B)(6) 2019 and currently philips parts do not carry the backup battery. The se could not complete the performance verification test on the unit and recommend to the customer that the unit be removed from service.